Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during lead implanting procedure, due to patient's vessel condition abnormality, the left ventricular (lv) lead could not be fixed when it reached target position. The lv lead then dislodged while the sheath was slitting. Physician replaced it with a different lv lead. The new lv lead's surface broke during implanting procedure. Finally physician replaced it with new lead and delivery system to complete the procedure successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.